Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: model/catalog description: 7093328 unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 batch/lot number: 7093401 serial number: (B)(6) model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 batch/lot number: 7093537 serial number: (B)(6) model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had pain at the pocket site. No further information has been obtained.